Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was found dislodged approximately a week after implant and was repositioned the next day. The lead dislodged again and was explanted and replaced with a competitors lead.